Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements for its non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with no other issues noted. This device remains in service. No adverse patient effects were reported.